Manufacturer narrative:
(B)(4). The reported flogard infusion pump with an unknown problem was not confirmed or reproduced by service. However, confirmation of depleted main batteries was found in service. Since this is a stay-in device, the quality engineer concluded that the root cause could not be confirmed and will be coded as not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an unknown problem; this condition had the potential to interrupt delivery. This pump was also sent in as a final rental return. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.